Event description:
Nevada donor network, the deceased donor cornea tissue recovery agency, was notified on 12/4/2023 of an adverse event by vision gift, the ocular tissue processor and distributor. The transplanting surgeon reported infectious keratitis. Recipient was treated with opthalmic, oral, and topical medication, no improvement noted. The surgeon explanted the corenal allograft on (B)(6) 2023. Surgeon reported that post explant, the patient is doing well.